Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application crashed during threshold testing of the implantable device. It was noted that pacing was continued. Troubleshooting steps were taken to relaunch the mobile programmer application and to reconnect the patient connector and the tests were able to be completed in full. No patient complications have been reported as a result of this event.